Event description:
It was reported that patient had left knee replacement done in approximately 2005. She did well until last six months when she started having increasing tibial based pain. This is lateral pain radiating down her shin. X-rays showed gross size of tibial component with significant loosening. Patient had surgery for failed knee arthroplasty with aseptic loosening and subsidence of tibial component. Patient tolerated procedure well without known complications.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker scoprio knee. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding alleged tibial based pain with significant loosening was reported. The event was not confirmed. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection: some discoloration was observed on the scorpio baseplate. The device was otherwise unremarkable. No bone cement or bony ingrowth were observed on the underside of the baseplate. Conclusion: the reported event was confirmed; however, the root cause could not be determined as no medical records were provided. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient had left knee replacement done in approximately 2005. She did well until last six months when she started having increasing tibial based pain. This is lateral pain radiating down her shin. X-rays showed gross size of tibial component with significant loosening. Patient had surgery for failed knee arthroplasty with aseptic loosening and subsidence of tibial component. Patient tolerated procedure well without known complications.